Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was explanted due to fluid loss. A new aus device with 3.5cm cuff, 61-70 cm h2o balloon and pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.